Event description:
Customer reported system booted with data error displayed, preventing completion of boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and erased and rebuilt generator and fluoro functions board nodes, reloaded configuration data. Verified system boots without error and makes x-ray without issue. System operates as intended.